Manufacturer narrative:
(B)(4).

Event description:
It was reported there was lead noise on the patients ventricular channel. The asymptomatic patient presented in-clinic for a follow-up when non-sustained rv oversensing episodes were received via remote transmissions. The patient will continue to be monitored.